Event description:
This is a summary report for four (4) malfunction events. A review of the event involved the abutment breaking or being fractured. The report was received with no patient advers event(s) being reported. No information regarding patient demographics were provided.